Event description:
Note: this manufacturer report pertains to the second of two devices used in the same procedure. Refer to the associated manufacturer report number 3005099803-2013-08291 for the first device. It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. According to the physician, there were no complications reported. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
Note: this manufacturer report pertains to the second of two devices used in the same procedure. Refer to the associated manufacturer report number 3005099803-2013-08291 for the first device. It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. According to the physician, there were no complications reported. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.